Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? As mentioned in the event description, the issue occurred between may and june 2021. No particular procedure date can be provided. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that an animal underwent an oophorectomy procedure in (B)(6) of 2021 and suture was used. During the procedure, the suture broke when tying the knot. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.